Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 31st january 2013. Upon device disassembling, corrosion was observed on track 13 of the membrane tail. The corrosion observed on track 13 had resulted in a partial short to an adjacent track and would account for the device switching on automatically as per reported fault. This would also account for the failure of the device to power off. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion observed on the returned membrane tail would suggest the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved in this event. Device switching on automatically.